Manufacturer narrative:
This report is being submitted to document the root cause investigation of the event. Siemens investigated the issue and found that it occurred due to a calculation formula embedded into the source code being incorrect. When users change the flow volume unit to ml/s or ml/min combined with 2d mode and doppler mode, the measured value becomes 10 times smaller than correct result. Regardless of exams, this issue is present when user changes flow volume unit from l/min(s) to ml/min(s). This report will be supplemented if additional information is received. Reference# (B)(4).

Event description:
A customer already having an acuson sequoia was sold 2 acuson redwood systems. The customer is performing volume flow measurements of av fistula and would like the same measuring unit ml/min on both acuson sequoia and redwood. It was set up in the (B)(6) 2023 with redwood sw level va20f. We were informed by the customer on march 19th. That they experience a difference in the results of the volume flow measurements between the sequoia and redwood. We went to the department on (B)(6) 26th and placed a sequoia and redwood next to each other and performed a av fistula volume flow measurement of the same structure. It showed clearly a difference between the 2 systems - too low for the acuson redwood.

Manufacturer narrative:
The customer reported the same issue on 2 separate systems and an MDR will be filed on both. Reference: 3023245-2024-00017. An investigation is ongoing at siemens healthineers to identify the root cause of the issue. The report will be supplemented after the investigation is completed. Reference #(B)(4).